Event description:
It was reported the programmer does not start. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; programmer powered up and worked as expected during bench testing. Analysis found the programmer screen overlay was cracked and it would not allow the stylus to function. It is noted the programmer logs showed a system error that had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.